Event description:
Rn starting IV, able to get needle under the skin and then plastic hub disengaged. This was the third incident in the past month. Other incidents not documented same product bd 381412.